Event description:
It was reported that foreign matter was found before use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "black fm was on the barrel."

Manufacturer narrative:
Investigation: our quality engineer inspected the sample and photographs provided. Bd received a 22ga insyte autoguard within a sealed package from lot number 9071777. All contents were intact. Through the examination, the unit revealed a black speck on the safety barrel. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the molding process. The material was determined to be burnt particulate resin (non-foreign). The black speck was most likely created as part of the molding process. Burnt imbedded resin specks result from material build up in the barrel/screw. The defect is merely cosmetic and does not affect the fit, form or function of the product. A device history record review showed no non-conformance's associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "black fm was on the barrel."